Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) reviewed the episode noting t wave oversensing. A previous untreated episode also revealed t wave oversensing. Ts recommended finding out what this patient was doing at the time and try to recreate the similar poor q-t ratio and evaluate primary and alternate vectors. Ts discussed there could be a change in health or medical history. Ts observed one other previous inappropriate shock from oversensing of noise which had lower impedances, indicating the system could have possibly moved. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.